Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient faced high blood glucose level of 23 mmol/l due to bent cannula. Moreover, the patient had been using the insulin pump system within 48 hours of reported high blood glucose event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.